Event description:
It was reported by the healthcare professional (hcp) that this pacemaker showed very high-power consumption with 4 years of battery life remaining. However, the high atrial output with 100 percent pacing and the porcelain right atrium of the patient confirmed the high-power consumption due to the programming of the device and usage. Technical services (ts) assessed and ran the pre-implant battery longevity calculation, estimating the longevity of the device was at 4.29 years with a power consumption of 112.55 microwatts, which aligns with the battery details from the device data. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported by the healthcare professional (hcp) that this pacemaker showed very high-power consumption with 4 years of battery life remaining. However, the high atrial output with 100 percent pacing and the porcelain right atrium of the patient confirmed the high-power consumption due to the programming of the device and usage. Technical services (ts) assessed and ran the pre-implant battery longevity calculation, estimating the longevity of the device was at 4.29 years with a power consumption of 112.55 microwatts, which aligns with the battery details from the device data. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device.